Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a pressure failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) confirmed and stated, the device whose information was given was reported with the fault of not showing pressure. During the examination, it was observed that the transducer cable used in the pressure output was defective. The device has been tested with a new cable and is suitable for clinical use. No user or patient was harmed by the device malfunction.